Event description:
One strap of mechanical lift pad slipped off mechanical lift hook as cena was beginning the lift of the resident. Initial investigation appeared to be human error which led to one on one education with rehab expert. Seven days earlier an identical occurrence occurred with the rehab expert who reports that she was positive that the pad loop was secure on the lift but equipment failed when the sling came off the hook as in the first occurrence. Staff called the manufacturer to find out about a sling retrofit hanger upgrade kit. The kit # 1143629 was installed and seems to have solved the problem of the sling coming off of the lift. It was assumed that it was human error by not securing the pad loop on the hook with the first incident until it was repeated with a rehab professional in the second occurrence. Regardless of whether it is human or mechanical error it is a patient safety issue that led to a fractured hip. We are suggesting you consider recalling the old mechanical hanger and replacing with the retrofitted version that prevents the loop from slipping off.